Manufacturer narrative:
D10: (B)(6), 204-22-09 - ps tibial inserts sz 2, 9mm; (B)(6), 234-02-02 - optetrak asy,ps cemented femoral, sz 2; (B)(6), 200-02-29 - three peg patella 29mm. Multiple MDR reports were filed for this event, please see associated report: 1038671-2025-00202. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via legal documentation that approximately 117 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear and loosening of the tibial component. Revision surgery operative notes were provided. Postoperative diagnosis noted loose left knee tibial component. Intraoperatively two wound cultures were sent off with no infection appreciated and culture results were unremarkable. It was noted that the surgeon elected do the tibial revision and not the whole knee. It was noted that the tibial component was significantly loose. Patient was revised to exactech devices. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and tibial loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect and investigation clinical codes.